Event description:
According to the information, there was leakage.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 2005 and revised in 2006 due to leakage. Additional information received indicated that there were multiple leaks in the cylinder. A resipump and one cylinder were received for evaluation. Examination and testing of the returned components revealed a separation in the non-serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Microscopic examination also revealed a group of partial separatons, idicating contact with unshod instrumentation, was noted near the separation site. Testing revealed these to not be sites of leakage. No functional abnormalities were noted. With the one cylinder received. As no functional abnormalities were observed, other than the instrument damage, qa cannot determine the cause of the reported event. Also, as the second cylinder was not received for evaluation, qa cannot comment on the status of that cylinder. In addition, because these components were released according to manufacturing and quality control procedures, qa concluded that the observed instrument separation in the non-serialized exhaust tube most likely occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, qa concluded that separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.